Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated a falsely depressed sodium of 108 mmol/l on a patient sample that repeated 138 mmol/l when processed on the alinity c processing module. The sample was repeated on another analyzer with the same sodium of 138 mmol/l. The account uses a normal sodium range of 136 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Abbott customer support instructed the customer to replace the ict probe. A review of the alinity c processing module, serial (B)(4) service history found no additional contributing factors and no additional reports of erratic or discrepant results have been received since the ict probe was replaced to resolve the issue. No customer returns were available for investigation. A 12-month review of complaint and trending data for the ict probe did not identify an issue or adverse trend related to discrepant or inconsistent erratic results. A search for the ict probe did not show a nonconformity. A review of tracking and trending data for clinical chemistry systems revealed no issues or adverse trends related to the current complaint or the ict probe. The erratic rate for all systems listed is within acceptable limits with no trend identified. The alinity ci-series operations manual and the ict sample diluent package insert provide adequate information for replacing the ict probe and troubleshooting the reported issue. No systemic issue or deficiency was identified.